Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr hitt upon extraction of the pins felt the pin break. He was able to recover some of the pin. Time delayed in case 20 min.

Manufacturer narrative:
Reported event: the reported device, 3.2mm x 140mm bone pin, was noticed to have fractured when removing the bone pin. There was a surgical delay of 20minutes. The case completed successfully with part of the bone pin left in the patient. Device evaluation and results: visual inspection. Visual inspection shows the pin shaft sheared off approximately 3.5mm from the end of the threaded section. The tip of the pin was also recovered. Damage to the tip is indicative of the tools used to remove the broken pin from the bone. The broken tip section is approximately 16mm long. Scratches further up the shaft are indicative of the pin collet slipping when driving/removing screws. Dimensional inspection: the thread major diameter was measured on the remaining 3.5mm of the pin shaft using a caliper, tn0081-10 (calibration due 31 july 2018). The measurement was ø3.22mm which is within the ø3.2±0.05mm tolerance per drawing 143000 rev 00. Complaint history review: a review of complaints in stryker's database related to p/n 143140, lot number w47891 shows 2 additional complaints related to the failure in this investigation. These complaint investigation prs are (B)(4). Conclusions: the failure was confirmed with the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there have been two capas associated with the product and failure mode reported in this event. One CAPA has been completed (catsweb system is CAPA (B)(4)) while the second is still open (trackwise (B)(4)). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Dr hitt upon extraction of the pins felt the pin break. He was able to recover some of the pin. Time delayed in case 20 min.